Event description:
It was reported that during a cholecystectomy procedure, the jaw would not open after the device was fired on the cystic duct. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 04/06/2009. Info anticipated, but unavailable at this time.